Manufacturer narrative:
Section h: the customer has not returned the device to use.

Event description:
Ems were attending to an alert pt complaining of chest pain. During an attempt at monitoring the pt, the device allegedly displayed a leads message and a flatline. The operator checked all electrode and cable connections and could not discern a reason for the message. A back up monitor was obtained and used to continue treatment to the pt. The rptr stated there were no adverse effects to the pt as a result of the alleged malfunction.